Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood on (B)(6) 2018 with blood glucose of 600 mg/dl. The customer also states the sensor had inaccurate readings. The customer¿s blood glucose was 346 mg/dl and the sensor glucose was 402 and 40 mg/dl, so kept eating, later realized that the sensor was out of the body and blood glucose rises to 600 mg/dl. The customer was treated with an insulin pump. The customer was wearing the insulin pump during the hospitalization. Offered troubleshooting, however, the customer states just want replacement pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Insulin pump passed the dat test at 0.08810 inches. Unit was communicated properly with minilink transmitter sensor and glucose sensor simulator and blood glucose meter. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.